Event description:
It was reported that the pump declared a cartridge change error and was not detecting cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up actions.